Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable as this is not an implantable device. Concomitant medical product(s): tecnis 3 piece iol (serial number unknown); amo viscoelastic healon 0.85ml lot ub32345; non-amo viscoelastic ocucoat 1 ml lot 026005. Initial reporter phone number: (B)(6). (B)(4). Device evaluation the device was returned to the manufacturer. Visual inspection was performed at 10x microscope magnification and residues of viscoelastic solution were observed on cartridge which indicated that the unit was handled and prepare for surgical use. A sharp barb and a large split (crack) were observed at the cartridge tip area. The complaint issue reported was verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The units were released according to specification. No non- conformance reports (ncr) and/or exception report (ER) were found associated to this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion of an intraocular lens into the patient's eye, the surgeon noted that the tip of the cartridge was barbed. Reportedly the procedure was continued and no intervention was required. The patient is expected to make a full recovery from the surgery. No further information was provided.